Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer's blood glucose value during emergency room visit was 46 mg/dl. Customer needed assistance with changing basal rate due to recent low blood glucose levels. Troubleshooting was done for low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.